Manufacturer narrative:
Initial reporter address is (B)(6). The device was received for evaluation. During functional testing, the reported 'turned off by itself' was not reproduced. No component could be determined for causality and therefore no correction was required. A review of the event history log revealed a "improper shutdown" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off by itself during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.